Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while connecting the patient for use, a 980 ventilator did not ventilate, generated visual and audible alarms and displayed a "ventilator inoperative, change ventilator" message. The patient was removed from the ventilator, vented with an ambu-type balloon and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.